Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. On (B)(6) 2011 an operative report was received from the surgeon. Per op report, after the annuloplasty ring was secured in place, the valve was tested for competency and was indeed quite competent. After the patient was taken off bypass, tee demonstrated the presence of at least moderate mitral regurgitation through a central jet. It is thought to be due to poor coaptation with the thickened abnormal anterior leaflet. This was not due to a device malfunction.

Event description:
It was reported that the device was explanted at implant due to unknown reasons. No further details were provided. Information learned from our implant patient registry. DHR has been started. No response has been received to our emails of 10/06/2010 and 10/13/2010 requesting additional information and product return.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned through follow up with the health care provider that the explant of the device was not due to a device malfunction. This event was reported in error.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.